Event description:
While trialing, it was noticed that there was only one spring on the attune articulating surface, the other spring was never recovered, but it did not show up on the post op x-ray per sales rep.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal on the larger post of the trial. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing causing damage and or the balseal to disassemble from the trial. Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.